Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annular dimensions were perimeter 63mm, diameter 20mm, and area of 309mm^2. There was annular calcification extending into the left ventricular outflow tract (lvot). During procedure, when the physician crossed the valve with the straight wire, the patient went into heart block. The valve was implanted at a depth of 4mm below the non-coronary cusp. The patient received a pacemaker after the tavi procedure. The patient was reported stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was annular calcification extending into the left ventricular outflow tract (lvot). During procedure, when the physician crossed the valve with the straight wire, the patient went into heart block. The valve was implanted at a depth of 4mm below the non-coronary cusp. The patient received a pacemaker after the tavi procedure. The patient was reported stable. Based on the information available, the cause of the reported event appears to be related to procedural condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annular dimensions were perimeter 63mm, diameter 20mm, and area of 309mm^2. There was annular calcification extending into the left ventricular outflow tract (lvot). During procedure, when the physician crossed the valve with the straight wire, the patient went into heart block. The valve was implanted at a depth of 4mm below the non-coronary cusp. The patient received a pacemaker after the tavi procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.